Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(2) actual samples, partially filled with solution, and four (4) photographs were received for evaluation. Visual inspections with the naked eye and with magnification were performed on the actual samples and no particulate matter was observed. The fill port caps were removed on both of the samples and no issue was observed in the connector or cap areas of either sample. Upon visual inspection of the photographs, however, images of colorless to white polymeric appearing particles were observed in the fluid pathway in the photos only. Therefore, the reported condition was verified in the photographs but not during evaluation of the actual samples.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.